Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the guidewire became "stuck in the lead." The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.